Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube that was centrifuged for 6 minutes at 3000 rpm. Both levels of tsh qc were within the customer's established ranges on the day of the event. Qc data demonstrates elevated qc results for both levels prior to the day of event. The customer then recalibrated the assay on (B)(6) 2011 and the qc results were back in range. A field service engineer (fse) was dispatched for this event, but cancelled as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on this and on a different instrument produced lower results within the normal reference range. The result was reported out of the lab. At this time, it is unknown if patient treatment was affected.